Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was putting on a pair of coveralls at the time of the shock. The shock occurred while the device sensing vector was programmed to the secondary sensing vector. Office testing found noise in the primary and alternate sensing vectors. Technical services recommended some testing options. There were no additional adverse patient effects. The system remains implanted.